Event description:
It was reported that the user replaced the dexcom g6 transmitter and sensor and then experienced a lack of blood glucose readings on the ilet due to the dexcom system displaying a warm-up status with a timer; pairing had previously failed with the responsible device not identified, and the user received education that readings would resume after the warm-up completed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no need for medical care. Investigation included device use review and user education on dexcom warm-up behavior. Investigation of this case revealed that the absence of readings was attributable to normal dexcom warm-up and prior pairing failure with the cgm component, with no malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was user-interface and use-related factors associated with cgm warm-up and pairing rather than an ilet device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.